Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a titanium transfer set leaked from an unspecified location of the tubing. This occurred during use of the device for peritoneal dialysis therapy at the patient's home. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was received for evaluation. A visual inspection was performed, and it was noted that there was a hole in the tubing. Leak testing was also performed, and a leak was observed form the hole in the tubing. The reported issue was verified. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.